Event description:
It was reported that the patient developed hemoptysis on (B)(6) 2023. The patient was admitted on (B)(6) 2023 for examination, and no active bleeding was observed during an esophagogastroduodenoscopy. The hemoptysis was thought to have occurred from a prothrombin time prolongation, and likely sourced from the bronchial epithelial area that existed in the right upper lobe (rul). The account later communicated that there were no changes in the patient¿s anticoagulation status that would have contributed to the event. The ventricular assist device (vad) team modified the patient¿s warfarin dosage to meet the patient¿s adjusted international normalized ratio (inr) level. The bleeding ultimately resolved, and the patient was discharged on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported bleeding could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU),is currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including international normalized ratio (inr) range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted to report the investigation findings.

Event description:
It was reported that the patient developed hemoptysis on (B)(6) 2023. An esophagogastroduodenoscopy found active bleeding that was thought to have occurred from the patient's prolongation. Their warfarin dosage was changed and they were discharged home on (B)(6) 2023.